Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On (B)(6) 2017, it was reported that the device does not become a mesh. Initial qa inspection of the meshgraft ii by zimmer biomet on august 30, 2017, certified that the device can not be proper mesh. Repair of the meshgraft ii was performed by zimmer biomet (B)(4) on november 1, 2017, which includes failure of cutter blade, replacement, disassembly, clearance adjustment and operation were also checked. Meshgraft ii, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. Zimmer biomet (B)(4) has not previously repaired/evaluated meshgraft ii serial number (B)(4) as documented in the repair reports in livelink. The device history record (DHR) review was unable to be performed as the DHR associated with this serialized device was unavailable for review at the time of processing this complaint. The reported event was confirmed since during initial inspection the technician could replicate the reported event. While the returned product inspection confirmed that the device (meshgraft ii) did not cut, it cannot be determined from the information provided what actually caused the reported event. Therefore, based on the information provided, a specific root cause of the reported event cannot be determined. The investigation was based on the information that was provided initially.

Event description:
It was reported that the device does not become a mesh.